Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 7.0 mmol/l. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Intermittent button response due to moisture damage on keypad traces. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.